Event description:
Customer reported an issue with the passport 2 monitor ,which may have affected monitor, which may have affected monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included repair of the cold solder on display board. The unit was calibrated and safety tested to factory specifications.